Event description:
The pt reported, he missed his past refill appts and was told his pump was programmed to alarm in 2007, but four days later, he hasn't heard the pump alarm; the hcp substantiated the pt's complaint. The pt indicated he is suffering withdrawal symptoms. The drug contained in the pt's pump is unknown, but the concentration is 30 mg/ml delivered at 23 ml/day. Add'l info has been requested, but was not available at the time of this report.